Event description:
It was reported that the lead was fractured and the system was replaced.

Manufacturer narrative:
Analyis found the pacing coil was fractured near the suture sleeve. It was determined that the lead fractured over time due to fatigue. This occurs when the lead is clamped in one position and the rest of the coil moves. The fractured pacing coil caused high lead impedance. The fractured ends of the svc cables were partly melted, which indicated ashort circuit between exposed wires of the svc cables and pacing coil. The cause of the fractured svc cables could not be determined.